Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube referenced came with the cuff inflator disconnected and cut. Another tube from the same lot was checked and it was fine. There was no patient involvement.